Event description:
Initial report was that a patient was experiencing an increase in seizures and that the patient's battery was ok. Further information was received that the patient's settings were adjusted and the patient was no longer experiencing an increase in seizures. It is unclear what the physician's assessment of the increased seizures is and whether or not the patient's settings were increased or decreased. No new or relevant information is available at this time.

Event description:
Further information was received that the patient's settings were not adjusted. The physician's assessment of the increased seizures was reported to be an external factor due to the patient traveling to europe and having confusion with what time to take her seizure medications. The increase in seizures was stated to be below pre-vns baseline levels. No other relevant information has been received to date.